Manufacturer narrative:
The returned device was evaluated and found to be bent. This event could possibly be attributed to damage caused during implant insertion. Multiple attempts during the implant insertion might have resulted in deformation. The cause of the damage cannot be determined at this time since there is no information available regarding how the implant was being used or handled at the time of the damage. This device is used for treatment. If information is received which changes the information provided in this report, a follow-up report will be submitted.

Event description:
It was reported that a plate was worn intra-operatively and was not able to be implanted. Another plate was used to complete the procedure without patient impacts. However, device evaluation by the manufacturer found the plate was bent.